Manufacturer narrative:
The device has been discarded. As a result, a determination cannot be made. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a tlh procedure, while using the pks omni instrument, coag appeared weak and inefficient. The surgeon tried coag settings from 60-100 to get better coag. The hospital g400 generator was used at the hc2 setting. There was no pt harm. The same device was used to complete the case.